Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy fluid coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis. The cause of the event was unknown. On the same day as onset, the patient was treated with cefazolin (intraperitoneally, dose, frequency, and duration not reported) for the peritonitis. Dianeal therapy was ongoing. At the time of this report, treatment with cefazolin was ongoing and the patient was recovering from the event. No additional information is available.